Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that during surgery, it was found that the foreign substance which looks like a grease was attached inside of the sterile tray when the nurse opened the package. There was no patient harm/injury. There was no surgical delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual inspection confirmed there was a white debris inside the tray of the device. It appeared to be electrolyte from the battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. The DHR was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. The root cause is attributed to a design/manufacturing issue. Able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.